Event description:
It is reported that the customer states that the implant was not sterile; package was damaged.

Manufacturer narrative:
Evaluation summary: as returned, the distal end of the stem is partially protruding from the poly bag. It has passed between the foamset base and the foamset top exiting through the inner cavity and breaking the seal. The outer cavity exhibits stress marks and a partially peeled seal in the same vicinity where the inner cavity damage has occurred. It is likely that the product shelf carton was not contained or protected in shipper container, or shipper carton was handled roughly in distribution environment. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.